Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor smooth round moderate profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including headaches, migraines, vertigo, vitiligo, sinus pain, joint pain, muscle pain, gerd, alopecia, anxiety, depression, panic attacks, yellow stool with upper right side pain, high liver enzymes, heavy feeling on chest, kidney pain, diagnosis of diabetes insipidus, diagnosed with reactive hypoglycemia, multiple food intolerances, bleeding issues, diagnosed with chronic microscopic colitis collagen, muscle tremors, low oxygen, weight loss, raynaud¿s disease, arrhythmia, early menopause, sjogren¿s syndrome, bad pms symptoms, ovary pain, dry eyes, dry skin, dry vagina, lachrymal blockage, salivary gland pain, mouth ulcers, celiac disease, fatigue, stomach ulcers, rashes, and reactions to multiple medications. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 28-oct-2022, mentor received additional information about the event: - it was previously reported that the implantation date is (B)(6) 2002. New information received states that the implantation date is (B)(6) 2022. - it was reported that the patient was diagnosed with breast implant illness in 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2022, mentor received additional information about the event. The patient underwent bilateral explantation with no replacement breast prostheses on 04-feb-2022.reason for device explant and/or reoperation: autoimmune reaction.on 29-jun-2022, mentor received additional information about the event. The patient submitted a voluntary medwatch report to the FDA about the event (FDA medwatch report #mw5110400).manufacturer¿s reference number: pc-001108775